Manufacturer narrative:
On 24-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. During an atrial flutter ablation procedure with a thermocool smarttouch sf catheter, the patient experienced perforation of anterior wall of the left atrium treated with surgical intervention. It was reported during an atrial flutter case, a pericardial effusion was noticed. The patient experienced a drop in blood pressure when going off ablation. The physician said they felt when they pushed the catheter too hard and it perforated through the anterior wall of the left atrium. The physician believes it was due to too much pressure being applied while on ablation and not due to an issue with the catheter. The pericardial effusion was confirmed by ice (intracardiac echocardiography). CT (cardiothoracic) surgery was called for medical intervention, and the patient was taken into surgery for pericardiocentesis. The procedure started out using pfa (pulse field ablation) with the farapulse generator, but when the injury occurred, they were using an stsf catheter with the ngen generator. Carto 3 system was used during the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, the device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device number 31613877l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Additionally, the steam pop could not be replicated during the investigation. The physician said they felt when they pushed the catheter too hard and it perforated through the anterior wall of the left atrium. The physician believes it was due to too much pressure being applied while on ablation and not due to an issue with the catheter. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an atrial flutter ablation procedure with a thermocool smarttouch sf catheter, the patient experienced perforation of anterior wall of the left atrium treated with surgical intervention. It was reported during an atrial flutter case, a pericardial effusion was noticed. The patient experienced a drop in blood pressure when going off ablation. The physician said they felt when they pushed the catheter too hard and it perforated through the anterior wall of the left atrium. The physician believes it was due to too much pressure being applied while on ablation and not due to an issue with the catheter. The pericardial effusion was confirmed by ice (intracardiac echocardiography). CT (cardiothoracic) surgery was called for medical intervention, and the patient was taken into surgery for pericardiocentesis. The procedure started out using pfa (pulse field ablation) with the farapulse generator, but when the injury occurred, they were using an stsf catheter with the ngen generator. Carto 3 system was used during the procedure. The patient's condition has been improved but were still checked in the hospital. The patient was female. Two transeptal punctures were performed during the case with a baylis-veracross wire and fixed sheath. The modality was rf (radiofrequency) with an stsf catheter. All fluid and generator settings were standard. Ablation was performed before perforation with a count of 42 ablations performed outside of veins. All veins were ablated with farapulse catheter so no rf. No issue seen with flow rate. Visitag and vector were used for contact. The physician noted after case they may have seen evidence of steam pop. Standard settings were used for visitag 3,3, and 3 and impedance drop was used for tags.